Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Visual inspection was performed, and the following observations were noted: no issues. Functional and delivery testing was conducted. There was no evidence available within the event history logs. Performed loading the cartridge and device alarmed due to downstream occlusion pressure test fail. Reported event was duplicated during testing. The reported issue was confirmed. The root cause of the reported event was determined to be defective downstream occlusion sensor. The following actions were taken: replaced downstream occlusion sensor. Other repairs included: none. Device passed all functional and device testing after repairs.

Event description:
It was reported that the pump occludes immediately. No patient injury was reported.